Manufacturer narrative:
A ge service rep performed an on site investigation. The cable circuit was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the systems' monitors failed to operate. No report of pt injury.